Event description:
A facility representative reported a colleague infusion pump with a battery issue. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, patient injury or medical intervention was not reported to have occurred. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery issues was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed all service information and has determined that a failure code 199:117:284, found in the device event history, confirms the customer condition. The root cause of this condition was undetermined. The main batteries and battery harness were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.92. Additional information: a service history review revealed that the device previously had the batteries and battery harness replaced. Should additional information be received, a follow-up medwatch will be submitted.